Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the event but there were no solidstate multisensor data files to review for the instrument data. Based on the information provided, this seems to be a sample issue. The cause of the discordant, falsely low sodium result is unknown as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium result was obtained on one patient samples on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. A new sample obtained was run on the same instrument, resulting higher. The original sample was then repeated after plasma was removed and the tube was re-spun, on the same instrument, and the result matched that of the redraw. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.